Manufacturer narrative:
(B)(4) - the device was returned to animas an evaluated by product analysis on (B)(4) 2012 with the following results: testing confirmed the down button is intermittently responsive. The keypad is intact and when removed, contamination was found under all contacts.

Manufacturer narrative:
Serial number was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Event description:
The patient reported that the up and down arrow buttons were very difficult to press to activate a desired pump function. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.